Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. UDI #: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the unspecified bd vacutainer was underfilled. Verbatim: it was reported by the customer there's a possible issue with a vacutainer tube with low vacuum not able to collect blood. During the execution of a double blinded ethnographic study, I observed a possible bd vacutainer failure. The study involves recording of patient receiving in-home blood specimen collections. When watching the video of a mobile phlebotomist drawing blood, one of the blood tubes did not draw. The phlebotomist used a new tube which did draw and commented that the first tube must have lost vacuum. While I cannot 100% identify the tube as a bd vacutainer tube from the video it likely is. I do not know the identity of the phlebotomist or patient (as the study is double blinded) but the marketing research firm can contact.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd vacutainer was underfilled. Verbatim: it was reported by the customer there's a possible issue with a vacutainer tube with low vacuum not able to collect blood. During the execution of a double blinded ethnographic study, I observed a possible bd vacutainer failure. The study involves recording of patient receiving in-home blood specimen collections. When watching the video of a mobile phlebotomist drawing blood, one of the blood tubes did not draw. The phlebotomist used a new tube which did draw and commented that the first tube must have lost vacuum. While I cannot 100% identify the tube as a bd vacutainer tube from the video it likely is. I do not know the identity of the phlebotomist or patient (as the study is double blinded) but the marketing research firm can contact.